Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Advice customer to remove battery, insert battery alarm was not displayed on insulin pump screen. Battery type used was aa duracell. Advice customer to checked contacts on cap for damage or missing, customer confirmed that there was no damage or missing contacts on cap. Customer confirmed that there was no corrosion or spring damaged with battery compartment. Advise customer to press and hold the back button for 60 seconds. Advise customer to insert a new aa battery. Display was not returned after insulin pump was restarted. Insulin pump was not bumped nor dropped or was not recently exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.